Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the cardiotomy filter was clogged. Per subsidiary, the customer primed tubing pack and circuit. Prime was visible to go to the top of the cardiotomy filter, but would only slowly drip through into the reservoir. Changing flow rate did not alter the amount of prime fluid coming through the cardiotomy filter. Customer felt that the cardiotomy filter was clogged. Plasmalyte was used as prime, no additives were added. No patient involvement. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 12, 2022. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date); g3 (date received by manufacturer); g6 (indication that this is a follow-up report); h2 (follow-up due to additional information and device evaluation); h3 (device evaluated by manufacturer); h4 (device manufacture date); h6 (identification of evaluation codes 10, 11, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation finding: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The returned sample was inspected upon receipt, no anomalies were noted. The sample was tested for cr break through time and clotting. All results were within specifications. A representative retention sample from the same lot number was obtained, no visual anomalies noted. The retention sample was tested for cr break through time and clotting. All results were within specifications. Upon evaluation of the returned sample, it was found to function as intended and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.